Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the attempted lead was exhibiting impedance measurements outside of the recommended use. It was noted that the physician tried multiple site that the lead was also tested with new cable and was still getting high/undefined impedances. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.